Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. (Insulin pump functioned after plugging). Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. No chip/broken on reservoir compartment noted.

Event description:
Customer's father reported via phone call that the device had a blank display. Customer's blood glucose was 91 mg/dl. Customer mentioned there was stress crack on the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.